Event description:
It was reported that the customer experienced blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Bg was addressed by changing pump supplies. Reportedly, customer's non tandem continuous glucose monitor (cgm) was not available. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.